Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose ranged between 110-120 mg/dl. The customer reverted to an alternate method of insulin therapy.